Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and confirmed the reported event. The company service representative found that the bottom adapter was loose. The company service representative tightened the four screws to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on november 1, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to loose screws on the microscope stand. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head is loose. No other information is available at this time.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and confirmed the reported event. The company service representative found that the bottom adapter was loose. The company service representative tightened the four screws to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on november 1, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to loose screws on the microscope stand. The manufacturer internal reference number is: (B)(4).